Manufacturer narrative:
Findings: pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime unexpected restart test, excessive no delivery test, displacement test or verify numbers count up anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump fell and the screen went blank. They changed the battery and the screen came back up but then it went blank again. The customer's blood glucose level was unknown. Troubleshooting was performed but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.